Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that it took more insulin than usual to observe insulin drips exiting the infusion set tubing during the load fill tubing process. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 80-140 mg/dl.